Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducial markers were administered transperineally and the procedure was done under local anesthesia. Magnetic resonance imaging (MRI) was reviewed and found a rectal wall infiltration along the a small portion of the length of the rectum. Additionally, there was a 2.4x3.5cm gel collection located posteriorly and extended through the serosa along the anterior wall of the rectum measuring 1.6x9mm. The patient's external bean radiation therapy (ebrt) has been delayed.